Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B3 date of event. B5 describe event or problem. G3 date received by mfg. H1 type of reportable event. Health effect - clinical code removed e2403, added e1205. Health effect - impact code removed f26, added f11.

Event description:
It was reported intermittent occlusion alarms occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a manual dose injection. The customer reverted to an alternate method of insulin therapy.